Event description:
The customer reported that initially, their device would take approximately a minute to power on. During the customer's call to physio-control, the device would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
The customer advised physio-control that after additional testing, the device is no longer exhibiting the initially reported power issue. Proper device operation was observed through functional and performance testing and the device has been placed back into service for use. The cause of the reported device issue could not be determined. The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.